Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The patient suffered a periprosthetic fracture the day following her total hip. The original case was performed with a direct anterior approach. The surgeon stated that he believed the fracture was caused by poor bone quality.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as the device was not returned for evaluation. Medical records received and evaluation: medical review of the records provided indicated an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery with stem exchange and fracture stabilization. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the reported lot. Conclusions: based on medical review of the medical records provided it was indicated that an adverse mix of patient-related (osteoporosis) and procedure-related factors (surgical preparation in osteoporotic bone and direct anterior approach) have caused a periprosthetic fracture requiring revision surgery with stem exchange and fracture stabilization. No further investigation is possible at this time. If additional information and/or the device becomes available, this investigation will be reopened.

Event description:
The patient suffered a periprosthetic fracture the day following her total hip. The original case was performed with a direct anterior approach. The surgeon stated that he believed the fracture was caused by poor bone quality.